Event description:
The customer reported that he was hospitalized for hypoglycemia. The customer stated that he was treating based on the sensor glucose readings instead of his blood glucose readings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 2032227-2010-83074.